Event description:
A minimally invasive surgery on the ilium and sacral spine, for a placement of an iliosacral guide (isg) rod/screw through both si joints and the sacral spine at vertebra s1 for stabilization, was performed with the aid of the brainlab spine & trauma navigation 3.0. When the isg screw during placement from the left did not as expected exit the ilium on the other side, a verification intra-operative CT scan was acquired. The surgeon determined from the scan that the isg screw placed deviated from its intended position by ca. 17mm at its entry and angulated by ca. 10° (ca. 5cm at the target on the patient's right). The surgeon decided to remove and re-place the isg screw with navigation (from the patient's right) to its correct position at the very same surgery. According to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with the placement correct at the end of the surgery. There was no harm nor negative effect to the patient resulting, also not due to the surgery/anesthesia prolongation of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole with drill-wire and a following screw were placed through the patient's ilium and sacral spine / spine area in a different path and position than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): the deviation of the isg screw placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placement was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with the placement correct at the end of the surgery. There was no harm nor negative effect to the patient resulting, also not due to the surgery/anesthesia prolongation of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the initial isg screw placement (planned through the sacral spine/area) with the aid of navigation deviating by ca. 17 mm at its entry and angulated by ca. 10°, is: movements of the navigation reference array during the procedure, after registering the pre-placement CT scan to the navigation and before performing the invasive surgical actions in the ilium and sacral spine area, due to an insufficiently rigid fixation by the user, not as required, causing it to be prone to movements due to any surgical or procedural forces applied to e.g. The patient. As per the information provided, the surgeon detected after the initial screw placement that the array was not tightened with its screws to the schanz pins as necessary, and was "loose". Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, despite the surgeon re-checked the navigation accuracy after the navigation displayed reference array movement warnings, the extent of the resulting deviation between the anatomy locations displayed by the navigation and the actual patient anatomy during the surgery was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery, before and during the invasive spine instrumentations. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.